Event description:
Infection after cesarean [post procedural infection]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician regarding a female pt, initials unk. The pt's medical history is significant for cesarean section. On an unspecified date in (B)(6) 2012, the pt initiated seprafilm membrane, one sheet. On an unspecified date in (B)(6) 2012, the pt experienced infection after cesarean. Treatment rec'd, if any, was not provided. The outcome of the event of infection after cesarean was not provided. Concomitant medications were not provided. The intensity for the event of infection after cesarean was assessed as mild. The rptr assessed the relationship between seprafilm and the event of infection after cesarean as unassessable. The product lot number was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.